Event description:
Customer reported that the insulin pump has 2 cracks on the casing around the corners of the lcd screen. Blood glucose value is 62 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked case on display window corner, cracked belt clip slot and cracked reservoir tube lip.